Event description:
The customer reported that a pitocin secondary infusion would not flow via gravity and this resulted in the patient receiving methergine to produce uterine contraction status post-delivery.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.